Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual inspection found no physical damage on the device. While trying to review the alarm log, the device alarmed f-49. The reported issue of the device not functioning was confirmed as the f-49 alarm. The cause of the alarm was determined to be a defective main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump did not function. This report did not occur during patient use. No additional information is available.